Event description:
Experienced two low voltage shocks in the chest area from my boston scientific crt-d device. As the week progressed I have gotten hundreds of shocks of varying levels from very low to mild to like being hit by a fist. It has been tested 3 times at cardiology offices by boston scientific techs who assert the device is working properly. I have no other implant devices or sources of electrical current in my body. Three cardiologist also say it is working correctly. On (B)(6) 2019 at cardiac rehab, the cardiac nurses reported my device was erratic and sensing too frequently. They sent the data to one of the cardiologists. FDA safety report ID # (B)(4).